Event description:
The patient has an allergy to nickel and zirconium. The patient had an scs system from a different manufacturer that was explanted and they were not sure if the explant was the result of an allergic reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).